Manufacturer narrative:
(B)(4). The sample was not available. The lot number is unknown; therefore, a batch review will not be conducted. If additional relevant information becomes available, then a follow-up MDR will be submitted.

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in line) during fill 1 on the home choice (hc). The home patient (hp) stated that after priming he left the machine for several hours and believes that the fluid level may have dropped in the patient line when he connected. Also, the hp stated that he had a clamp open on an unused supply line. The technical service representative (tsr) explained the alarm and reviewed proper setup procedure. The tsr informed the hp to setup with all new supplies. The hp understood and would setup with all new supplies. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The system error 2240 alarm is confirmed due to the use error - open clamp described by the home patient, which is a known cause of the alarm. The home patient left a clamp open on an unused supply line, which can introduce air into the system and cause the alarm. Per baxter labeling, users are instructed that clamps on any unused solution lines must remain closed when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.